Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module out of focus. Based on the result, we concluded that it was caused due to the moisture condensation in ccd module. In addition, we confirmed that the operation channel resistance; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).